Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 312 mg/dl, which was addressed with a correction bolus. Reportedly, the customer was unable to obtain manual insulin injections, therefore, the customer was treated at the emergency room (ER ) with insulin injections to stabilize bg level from 343 to 305 mg/dl. Customer was reported as stable upon release from ER.